Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the throttle on her unit got stuck and she allegedly went over an embankment, and her foot was caught dragging under the unit.